Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator had shut down on its own. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the device shut off and restarted. While evaluating the device, the biomedical engineer reported that the complaint could not be duplicated. The biomed then reported that error codes 1101, and 3007 were recorded in the event log. The rse then referenced the service manual, and it was stated that if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. The rse advised the customer to run the device and then return the device to service. A follow up was performed with the customer, and it was reported that the device was ran for 24 hours, and no further issues were observed. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.